Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address alval metal reaction. Update rec'd (B)(6) 2013- pfs and medical records received. Revision operative notes indicate corrosion. The stem has been added. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: 11/25/2013

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the 2748184 lot code. Per wi-3430, a review of the device history records is no longer required for this product. A complaint database search finds no other reported complaints against the remaining product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.